Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found the product to be nonconforming. Review of the device confirmed the reported condition. The root cause of the event is operator error during the manufacturing process.

Event description:
It was reported that during an fixation procedure on (B)(6) 2015, the proximal end of the nail was noticed to be misshapen. The jig could not be attached and the nail could not be implanted. No delay in procedure was reported.